Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). Device history records review was conducted. The report indicates that the: DHR review for: DHR review for part#313.97 lot#5157926, supplier: (B)(4), release to warehouse 20-jan-2006 , no ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: the 313.97 holding was returned with the one (1) of the four (4) flanges of the collet that is used hold on to the screw was sheared off. The broken fragment was not returned. Two (2) of the remaining flanges were also distorted. Replication of the complaint is not applicable as the device was returned bent and broken. No definitive root cause was able to be determined with the provided information however the failure mode is typically associated with rough handling. Product drawing (top level) and were reviewed. Changes to subsequent revisions of the drawing are not relevant to the complaint condition. No drawing issues or discrepancies were noted and subsequent drawing revisions were not relevant to the complaint conditions. The design was determined to be suitable for the intended use when employed and maintained as recommended. A device history review was performed for the returned instruments¿ lot numbers and in each instance no mrrs, ncrs or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. The calculated occurrence rate is acceptable under the system risk assessment. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: (B)(6) reported that the button on top of the screwdriver handle is stiff and it is difficult to change the mode. Also, the end of a holding sleeve was noted to be broken, however, it was noted the holding sleeve was not broken into two pieces, but, it is not functioning properly. It was confirmed this was discovered by sterile processing and that there was no patient or procedure involvement. The investigation findings determined that the holding sleeve arrived at customer quality where it was noted that "one of the collet&#62688;flanges was broken. The broken fragment was not returned. Two (2) of the remaining flanges were also distorted." Versus what was originally reported as functional issue unspecified. This complaint involves 1 parts. This report is 1 of 1 for (B)(4).